Event description:
Information was received indicating that a smiths medical level 1® hotline® 3 blood and fluid warmer is continually displaying the water level alarm. The customer reports that its thought to be the disposable causing the issue. There were no reported adverse effects.

Manufacturer narrative:
Returned device was received in good physical condition, however the interlock block was stripped and the micro switch was bent. During the evaluation of the device, and the initial complain was not confirmed. The no disposable alarm was sounding but not the water level. The bent micro switch was found to be the cause of the no disposable alarm. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.